Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a recorded blood glucose of 49 mg/dl trending slightly downward, which the user treated with oral glucose and by disconnecting from the device; the user expressed frustration that the pump was driving levels low and noted higher insulin sensitivity, and a subsequent fingerstick measured 87 mg/dl. Symptoms included hypoglycemia with associated anxiety. Outcomes included user-performed troubleshooting and education, including verification with a blood glucose meter and following the physician-directed low blood glucose plan, without alarms and without medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was not determined. It was concluded that a device malfunction could not be confirmed and that user factors such as apparent increased insulin sensitivity may have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.